Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus checked the subject device but there was no abnormality of the subject device. Olympus also evaluated the subject device with the concomitant devices (the clv-s40pro and the wa03201a), a spare camera head and a spare telescope. The amount of light emitted from the spare telescope was enough to perform a procedure. Olympus is continuing the investigation because the cause of this phenomenon is not determined yet. Olympus also checked the device history record of the subject device, and there was no irregularity found. There were no further details provided at this time. Olympus will submit a supplemental report when the result of this evaluation is found. Please cross reference the associated complaint files: MFR report#: 8010047-2016-00156.

Event description:
The facility inserted telescope to the patient through a trocar during the laparoscopy-assisted distal gastrectomy using the subject device and the clv-s40pro. At that time, the facility could not perform the procedure because a monitor image was dark. The facility replaced the light guide cable (wa03210a), the camera head and the telescope to another one respectively, but a monitor image was still dark. The facility aborted the laparoscopic procedure and performed an open surgery. The patient was hospitalized and there was no report of patient's condition after this event. The facility continued to use the camera heads and the telescopes which used in the procedure after the event occurred, and there was no report of abnormality for the camera heads and the telescopes.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-00157 to provide device evaluation results. Olympus confirmed the brightness of an image was dark with using the subject device and the concomitant devices (the clv-s40pro and the two light guide cables (wa03201a)). The intensity of the examination lamp of the concomitant clv-s40pro decreased to lower limit in that of standard value. It had already passed over 2 years since the clv-s40pro was manufactured, so the examination lamp of the clv-s40pro might deteriorate due to aging. Moreover, the optical fibers of the two returned light guide cables broke partly, resulting in less light emission from the returned light guide cables. From the above investigation, the maximum light intensity emitted from the telescope might decrease due to complicated factors which were the deterioration of the examination lamp of the clv-s40pro and damage in part of the light guide cables. Therefore, the light from the tip of telescope could not emit enough when the user facility observed patient's large abdominal cavity and there was no abnormality in the subject device. Olympus also checked the device history record of the subject device, and there was no irregularity found. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report#: 8010047-2016-00156.